Event description:
It was reported the up, down, and act button on the device were not responding. Customer's spouse did not know customer's blood glucose. Customer's spouse does not recall any significant event that may have caused the keypad issue. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.